Event description:
It was reported that the patient had difficulty charging the ipg and had to charge the ipg more frequently. It was also noted that the patients ipg had a difficulty communicating to the remote control. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The explanted ipg was not returned as it was kept by the medical facility.